Manufacturer narrative:
H3: evaluation summary: customer report was of unknown reasons and could not be confirmed. As received, only part of the valve sewing ring and wireform around leaflets 1 and 3 and commissure 1 was returned. Leaflets 1 and 3 were cut off from the returned valve section and were not returned. Also received fragments of what appeared to be native tissue, suture pledgets, and cor knots. Minimal host tissue overgrowth was observed on the returned valve section. H10: additional manufacturer narrative: updated sections h3, h6. In this case, minimal information regarding this redo-avr procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be conclusively determined at this time. The returned valve was incomplete lacking tissue leaflets. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 27mm 3300tfx aortic pericardial valve was explanted after an implant duration of one (1) year, two (2) months due to recurrent enterococcus endocarditis. The explanted valve was replaced with a 27mm 2700tfx aortic valve. Per the medical records, the patient had recurrent episodes of the septicemia with enterococcus and even though the aortic valve was well-functioning and had no convincing vegetation, the decision was made to remove the bioprosthetic valve and old pacemaker system. Tiny vegetation was found on the 27mm 3300tfx aortic valve. The valve was removed and the annulus was debrided from old suture material. A 27mm 2700tfx aortic valve was implanted with 15 annular sutures with pledgets on the ventricular side. The new lead was implanted under the left clavicle. The patient was weaned from cardiopulmonary bypass and protamine was given. Echocardiography demonstrated a well-seated valve and reduced left ventricular function as preoperatively. The patient was transferred to the cvicu post procedure. Postoperative echocardiogram demonstrated no aortic regurgitation. The patient endocarditis was managed and treated with ceftaziddim-avibactam and ampicillin. The patient was discharged home with home health services on pod #3 in stable condition.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. In this case, the root cause of this event was due to patient and/or procedural related factors. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The device was discarded due to infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
It was reported that a 27mm 3300tfx aortic pericardial valve was explanted after an implanted duration of one (1) year, two (2) months due to unknown reason. The explanted valve was replaced with a 27mm 2700tfx aortic valve. No other details were provided.